Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A nurse reported a flattened bubble at the primary incision during docking of a laser assisted cataract surgery. The surgeon discussed making a manual incision at a different location. The doctor used a blade to open as well as a keratome to widen. A small descemets flap was noticed. At one day post-operative visit, no patient issues were found. Upon additional follow up, at first it looked like the bubble went away.

Manufacturer narrative:
Known risk factors that may increase the likelihood of a detachment include oblique angle of entry, anterior and shelved incisions, use of a blunt knife, injection of viscoelastic or antibiotics anteriorly to descemet¿s membrane, a shallow anterior chamber, soft eye, previous surgery, and recent episode of corneal edema. The laser performs corneal incisions via photodisruption and introduces additional risk factors for a descemet¿s detachment. One known factor is that the released gas created during the procedure forms bubbles in the eye that can expand between the corneal stroma and the descemet¿s membrane which can lead to folds, flaps and possible detachment. Gas formation is a byproduct of the system. User defined settings and patient anatomy can contribute to the formation and clearance of the gas in vivo. Support was performed and no issues related to the reported events were found. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon additional follow up, the doctor felt like the bubble may have been in the way of the primary incision. The surgeon felt fine going into the primary position using a spatula. A keratome was used later to extend the wound and a bubble was inserted at the end in hopes of stabilizing what was thought to be a descemet's flap. It was not completely detached. The patient looked great at one day post - operative appointment.